Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. However, there was no request for servicing. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The company representative followed up with the customer. The customer noted the issue was resolved with the footswitch cable. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported the foot pedal was loose and the system goes into the recovery mode during a surgical procedure. Additional information has been received stating during the surgery the staff had to restart the system two times to complete the procedure. There was no harm to the patient.